Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.

Event description:
It was reported that a versacross access solution and faradrive sheath was selected for use. A patient had a baseline pericardial effusion was identified at the start of the procedure and confirmed with intracardiac echocardiography (ice). The procedure continued, and a fam was created in the right atrium using the non boston scientific catheter. A non boston scientific catheter was placed. The physician attempted to cross the septum using an non boston scientific sheath and brk needle but was unsuccessful. The sheath was then exchanged for a faradrive sheath. Using the baylis system, the physician made two additional attempts to cross the septum, but these were also unsuccessful. Due to the difficulty crossing the septum, the pericardial effusion was reassessed with ice and monitored for approximately 30 minutes. The physician ultimately elected to abandon the procedure. A pericardiocentesis was performed, and the patient was reported to be stable. The physician was uncertain whether the pericardial effusion had increased during the attempts to cross the septum. The devices are not expected to be return.